Event description:
Additional information was received. Etiology updated to indicate the relationship of the event to the implant procedure was probable.

Manufacturer narrative:
Concomitant medical products: product ID: 977a2, lot# va2vghn036, explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (healthcare provider, clinical study). Regarding a patient, who was implanted with an I implantable neurostimulator (ins). For unknown indications for use. It was reported, that the patient experienced loss of efficacy and not getting adequate relief from the device. Full reprogramming performed multiple times with no successful outcome. The doctor advised revision of the lead to see if it improves stimulation and coverage. The lead was replaced on (B)(6) 2024. And the patient was satisfied with therapy with good pain relief. Outcome was resolved without sequelae. Etiology was probably related to the device or therapy.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: va2vghn036, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: (B)(6). H6: codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# va2vghn036 explanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the patient had two leads implanted but only one lead was replaced.